Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following information was received "monitor turns off when spatula is moved". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Correction provided in section g3. Internal karl storz reference number: (B)(4).